Event description:
The following is based on medical records provided by the patient's attorney: on (B)(6) 2003 - patient underwent repair of ventral hernia with implant of composix kugel mesh. On (B)(6) 2004 - patient presented to the ER with periumbilical pain, and some nausea and vomiting. CT demonstrates findings consistent with small bowel obstruction. On (B)(6) 2004 - patient underwent laparotomy. The jejunum was densely adherent to the composix kugel mesh. Lysis of adhesions was performed. The composix kugel mesh was explanted, and the small bowel obstruction resolved.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Based on the information provided, no definitive conclusions can be made. The information provided indicates that the patient developed and was treated for adhesions, which is a known adverse event listed in the IFU. A manufacturing review was performed and fond no evidence of a manufacturing related cause for the alleged event. There is no indication of defective mesh, and no product has been returned for evaluation. If any additional information is obtained, a follow-up MDR will be submitted.